Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient said her stim was shut off because it was giving her little needles, pains down her leg, so she called her health care provider (hcp) who told her to shut it off. The representative stated that it was probably too high and helped patient turned stim back on and turned it down. The patient stated that then yesterday it was really killing her, she was in tears so she turned it off and now it did not hurt at all but it was not doing any good. The patient reported change in therapy/symptom was noted as sudden. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.